Event description:
Found during routine testing. It was reported that the device would illuminate the service indicator and intermittently power down by itself while running on battery. The device is used by physio-control field service as a company loaner. There was no patient associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed an illuminated service indicator and, intermittently, the device will power down by itself on battery power. Physio replaced the system controller pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to use as a company loaner.